Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analysis was performed. There were no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during an implant attempt the physician was unable to obtain appropriate pacing thresholds with the right atrial (ra) lead. Another lead was used. No patient complications have been reported as a result of this event.